Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: -the insertion section was damaged. -the universal cord or video cable was damaged. -there was an abnormality on the appearance of the connector and control section. -the seal of the connector was peeled off. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus service operation repair center (sorc) due to the defective endoscopic image. Sorc then inspected the device and found that the scope communication error e216 occurred and the screen temporarily became black. The error e216 occurred when the video connector was rocked, and the screen went black for a moment when the base of the video connector cable was rocked. A possible cause of the error e216 is foreign material such as detergent remnants, hard water residue, finger grease, dust, and lint on the electrical contacts. There was no report of patient injury associated with the event.